Event description:
On (B)(6) 2026, the patient reported that the patient had high bg of 165 mg/dl after 4 hours and the treatment was given to the patient was insulin pump and other than insulin indicate prescription medications taken to treat diabetes.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.